Manufacturer narrative:
Qn#(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73g1500528 was confirmed with sample received. During visual inspection the components looked well assembled, trigger component is pre-activated; one clip pre-activated in jaws; clip was not observed damaged. Failure mode clip cracked was not confirmed with sample received during visual inspection. Functional inspection was performed. Failure mode clip cracked reported by customer was not able to be duplicated, however an alternated condition was observed with sample received. Samples received did not confirm the defect reported by the customer clip cracked during visual inspection. However an alternate condition was found in the device; during first activation the clip is not open; clip is closed. Root cause is considered unknown due to applier was received pre-activated. After the second activation the device worked properly; a total of 9 clips were released correctly. A corrective action is not required at this time. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: the clips would not load properly and some clips cracked. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73f1500229 investigations did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clips would not load properly and some clips cracked. The patient's condition was reported as fine.